Manufacturer narrative:
Concomitant medical products: product ID: 694965 lead, implanted: (B)(6) 2005. Dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has diminished r-wave sensing. The lead remains in use. It was further reported that the right atrial (ra) lead has a lead position check failed. The lead remains in use. No patient complications have been reported as a result of this event.